Event description:
Extremely high impedance on the ventricular lead; no ability to pace. Patient taken to surgery to replace the lead. There was difficulty in manipulation of the lead referable to the place in the patient's anatomy that may have contributed to the lead fracture. When the lead was removed, there were no visible abnormalities in the lead, but it was noted a stylet would not pass down the lead's central core.